Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-sep-2023. H.6. Investigation summary: three 20039e samples from lot 22075102 were received in opened packaging for investigation; no residual fluid was detected in the device. The feedback provided by the customer suggests an occlusion was experienced when the smartsite was connected to a edwards mhd8 flotrac sensor device, however no occlusion was experienced when the smartsite was connected to a syringe. The connecting flotrac device was not returned to assist the investigation. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customers experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in each instance, a secure connection was established, and no occlusion or flow issues were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22075102 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. In this instance the connecting product in clinical use at the time of the incident was not available for investigation; therefore, it was not possible to confirm if this may have contributed to the customer¿s experience. Please note previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
It was reported that 3 of the bd smartsite¿ extension set, pressure rated smallbore needle-free connector were clogged. The following information was provided by the initial reporter: can't show aline wave well and can't draw blood smoothly.

Event description:
It was reported that 3 of the bd smartsite¿ extension set, pressure rated smallbore needle-free connector were clogged. The following information was provided by the initial reporter: can't show aline wave well and can't draw blood smoothly

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.